Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02002.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using pod coils and lantern delivery microcatheters (lantern). During the procedure, while advancing a pod coil through a lantern, the physician experienced resistance. The physician then attempted to retract and advance the pod coil but it would go further; therefore, the lantern and pod coil were removed. The physician then inserted a new lantern in the patient and attempted to advance the same pod coil through the lantern; however, the same issue occurred. Therefore, the pod coil was removed. The procedure was completed using another pod coil and the second lantern. There was no report of an adverse effect to the patient.